Manufacturer narrative:
The device was returned to bd for evaluation. The investigation is confirmed for fluid leak. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8708001 implanted port allegedly experienced a fluid leak. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient age, gender, and weight were not provided.